Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided renal biopsy procedure using max-core device. During the procedure, the trigger was activated to collect tissue and withdraw the needle; however, the device was allegedly found failed to obtain a sample. Further, it was reported that the needle failed to lock into position. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received failure to prime is not an issue that is likely to cause or contribute to a serious patient injury should the event recur and the event is not MDR reportable, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided renal biopsy procedure using max core device. During the procedure, upon needle withdrawal, no material was retrieved, and the needle failed to lock into position. There was no reported patient injury.